Event description:
It was reported that noise was observed on the lead. Review of printouts revealed three episodes of noise. The noise observed was not cleared, possible myopotentials or emi. Further provocative testing and isometrics was recommended to see if the noise could be reproduced. Lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that additional episodes of noise were observed and the noise could not be reproduced through provocative and isometrics testing.